Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Due to the bg level the customer lost consciousness and experienced a head injury from falling. Customer required assistance consuming glucose tablets and apple juice and was transported to the emergency room (ER). The customer declined further assistance from tandem technical support regarding the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the emergency room issue; however, the customer did not respond. No additional patient or event information was available.